Event description:
The rptr stated that the drilling guide broke during use in a surgical procedure using the advansys system for mid and hindfoot reconstruction. There was no adverse outcome for the pt. The event did not lead to a significant increase in surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.